Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 04-aug-2021: according to the work order there were no incidents/events logged. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and the dso (downstream occlusion sensor) seal was bubbled. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso sensor. Error was found in ehl (event history log) multiple times. Replaced the dso sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a cassette sensor malfunction. No adverse patient effects were reported.